Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v and the lens tore. The surgeon removed the lens with no patient injury.

Manufacturer narrative:
Evaluation codes results: a visual inspection of the returned product shows half of the lens and a haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.